Event description:
It was reported that on (B)(6) 2013, during a procedure to remove a synfix-lr system, eight devices were either broken, bent or compromised during surgery. The surgeon was performing an l-5-s-1 anterior lumbar interbody fusion synfix removal due to the patient having osteomyelitis. The synfix aiming device and implant coupling devices were torqued and significant pressure was put on the devices. The first jointed screw driver broke (serial number (B)(4)) completely off as the surgeon placed it in the last screw. He spun the driver counter-clockwise and the device broke at the joint. The surgeon then used another jointed screwdriver (serial number (B)(4)) to remove the screw and the driver bent where the jointed portion and shaft meet. The implant holder was threaded and after being threaded the nipple portion snapped off while it was being pulled through. The two handles with quick coupling were both bent where they are connected to the shaft during the removal of the last screw on the plate. The end plate elevator was chipped at the top part during removal as well. The surgery was successfully completed. This is report 6 of 13 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records for this lot has been requested.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional information: a review of the DHR indicates there was one mrr (B)(4) for: 3 parts with failed function (item 1); 3 parts with black marks on handle (item 2); 1 part with nicked quick coupler (item 3); 3 parts with voids in handle (item 4); 1 part with foreign object in handle (item 5); 1 part with bump on groove (item 6); (B)(4) parts with circular discoloration (item 7). 2 of the 3 parts with item 4 were conforms with reason that they have a minor depression at the gate and are cosmetically acceptable. The one part with item 6 was conforms with reason that it is a small bump which will not come off or be detectable. The (B)(4) parts with item 7 were conforms with reason that they have minor discoloration in and around the gate which is acceptable cosmetically. The one part with item 5 was reworked and passed inspection. The 3 parts with item 2 were also conforms with reason that the black marks are a barely detectable discoloration that is acceptable cosmetically. 5 parts were scrapped (one for item 4 , one for item 3, 3 for item 1). The inspection sheet indicates 2 parts were nonconforming for "mechanism must slide freely without sticking." These 2 parts were not recorded nor dispositioned on the ncr. Vendor data for component (B)(4): specification for diameter is 1.5+.008/+.002, vendor data shows undersize at 1.490. All other records indicate the product was manufactured to specifications. The results of the manufacturing evaluation show that due to an unknown cause the tip of the handle with quick coupling is bent. The material was able to be verified as correct; the diameter near of the shaft also conforms to the drawing. Based on the unknown root cause, and the evaluation conducted by synthes, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported that the surgeon does not believe the infection and the synfix system have anything to do with one another. Surgery was delayed 2 hours. It was completed successfully with report of no patient injury. Device is an instrument and is not implanted/explanted. (B)(4). In addition, the surgeon used this device to remove synfix implants. The synfix system does not include this handle. The complaint description does not detail the instrument connected during the surgery. Since the instrument failed due to a bending moment, the instrument is not a synfix system instrument, and the component drawing is acceptable for the intended use, the disposition of this complaint from a design perspective is invalid.

Event description:
It was reported that the surgeon does not believe the infection and the synfix system have anything to do with one another. Surgery was delayed 2 hours. It was completed successfully with report of no patient injury.